Manufacturer narrative:
H6: previous code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid tumor surgery the tube was inserted, it was found that the cuff was leaking and there was no pressure. Therefore, the leaking emg tube was taken out, and the anesthesiologist used another 8229707 emg tube, and the surgery was completed normally. The procedure was completed with backup product(s). The surgeon's advice was to simply replace the emg tube with another one, but the removed emg tube needed to be disinfected monthly because the patient had syphilis and was currently in a tightly sealed package. There was 20 minutes delay in the procedure. There was no patient injury.